Event description:
Patient stated that on the first battery, she was told it will last 3-5 years, but it only lasted 15 months and they had to replace it on march 2007. On the second battery, they tuned her battery up to 6 volts, the highest level which caused her speech problem. She can hardly keep open eyelids and her tremors has been increased. She then went to another dr and they turned her battery completely off. Then tuned it up to 2.5 and 3.5 gradually. Her speech backed to normal, but still is experiencing tremors and her eyelids problem. She also had one episode of falling before the replacement. Patient stated that the paper work sent to the dr indicated the first battery was fine. She believed that the old first battery never got back to medtronic for eval.